Event description:
Both the scrub nurse and the surgeon verified that the scissors were intact prior to using the scissors. It was reported that at the time the tip of the scissors was found missing, a search was done but the tip was not recovered from the wound or the surgical field. An x-ray was done of the operative site prior to wound closure. The tip was not visualized in the wound by the surgeon. There were no known complication reported.